Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a change sensor alert, sensor updating alert and reported a sensor glucose vs. Blood glucose reading mismatch, experienced blood at site. The event involved products mmt-7040a, mmt-7040a. Troubleshooting was performed for sensor glucose vs. Blood glucose and found that the blood glucose value was 103 mg/dl, and the sensor glucose value was 50 mg/dl at the time of the event. The average sensor glucose vs blood glucose difference was 69%. The customer stated the insulin delivery was not suspended and the discrepancy between sensor glucose vs blood glucose was not within range. Troubleshooting was performed for sensor alerts and found that the blood present at the insertion site. No further patient complications were reported. It was unknown whether the customer will continue using the devices. No product return is required for mmt-7040a. No product return is required for mmt-7040a.